Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.

Event description:
After investigation it was found the exposed portion of the soft cannula was found to have a tear. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod longer than 48 hours (back). As treatment a new pod was applied after the event.